Event description:
It was reported, the patient experienced an increase in pain. On (B)(6) 2010, an x-ray revealed, the catheter had migrated and was dislodged from the intrathecal space. A catheter revision was performed in which the catheter was spliced on (B)(6) 2010. The patient recovered without sequela on (B)(6) 2010.

Manufacturer narrative:
(B)(4).